Manufacturer narrative:
UDI - (B)(4). Certas plus valve was not returned for evaluation therefore, an evaluation of the device could not be performed. The lot number showed a nc report when released to stock on the (B)(6) 2019: the nc report issue had no link to this complaint. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A customer service representative reported that the box where the certas valve was wet inside and outside. Valve may not be at proper temperature. Noticed during inspection, no patient involvement.